Manufacturer narrative:
Follow-up #1: date of submission 10/07/2015 device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2015 with the following findings: on investigation, the alleged call service alarm issue was duplicated in the evaluation. Review of alarm history found record of the reported call service alarm. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The pump emitted a hard call service 069 alarm during the rewind step and pump reboot was unable to clear the alarm. The remaining testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board. Unrelated to the complaint, the coin slot on the battery cap was found to be damaged while it was able to be fitted properly onto the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 069, a language corruption related alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.